Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's catheter kinked. A revision was scheduled for "now." The pt reported a return of symptoms. The pt's symptoms was increased baseline pain. The drug in the pump at the time of the event was morphine. Additional info has been requested; a f/u report will be submitted if additional info becomes available.